Event description:
Event became reportable based on the returned product analysis. It was reported that during a percutaneous transluminal coronary angioplasty procedure, the device was unable to cross the lesion. The severely calcified 100% stenotic lesion was located in the distal segment of the very tortuous right coronary artery (rca). The lesion was pre-dilated with an unspecified 2.5mm balloon. The 2.75 x 16mm taxus liberte drug-eluting stent was introduced and reported to be unable to cross the lesion. The procedure was completed with another of the same device. No patient injury or complicaions were reported. The patient's condition was reported as "good". Retured product analysis revealed stent damage.

Manufacturer narrative:
The product analysis noted that the condition of the returned unit was consistent with the complaint incident. Visual examination of the unit revealed damage to the proximal edge of the stent. Some proximal stent struts were bent back distally at an angle 120 degrees; this type of damage is consistent with the device encountering some form of restriction. Taking into consideration the type of damage analyzed and the results of the investigation completed, handling damage is determined to be the most probable root cause. A review of the batch records found that the device met its material, assembly and product specifications.